Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the unit was received in good condition with no visible damage or defects observed. The unit meets specifications for functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Event description:
Same case of MFR #: 2134265-2013-00337 and 2134265-2013-00338 it was reported that during an unspecified procedure, the motor drive unit failed to pullback. The target lesion was located in an unknown vessel. The motor drive unit was attached to the sled, automatic pullback was attempted and failed. The motor drive unit was attached to a second sled, automatic pullback was attempted and failed. The motor drive unit was exchanged for another, attached to the same sled and pullback was successful. The procedure was completed. No patient complications were reported.